Manufacturer narrative:
Gore tag thoracic endoprosthesis/tgu373710/lot#:13292305/(B)(4) the device remains implanted. Therefore, a direct product analysis could not be performed. The instructions for use provide the following warning among others: ¿when covering the left subclavian artery ostium without revascularization (e.g. Transposition or bypass), there may be an increased risk of stroke due to decreased flow in the left vertebral artery. When treating emergent patients (e.g., ruptured aneurysms, traumatic transections, acute complicated type b dissections) where revascularization may not be possible prior to stent graft placement due to the patient¿s condition, it is important to weigh this potential increased risk of stroke with the benefits of treatment.¿

Event description:
It was reported to gore that on (B)(6) 2015, a patient presented with a traumatic transection of the thoracic aorta and underwent repair with gore tag thoracic endoprosthesis. On (B)(6) 2015, the patient experienced left subclavian steal. Images revealed partial coverage of the left subclavian artery and the patient underwent left common carotid to left subclavian artery bypass. The patient's prior history includes CABG with lima to lad and revascularization was not performed during the primary procedure.